Event description:
During surgical procedure monoplar was set at 40 coag 40 cut. When used with monoplar scissors the surgical team noticed a flash of light and smoke in peritoneal cavity, mostly anterior.